Event description:
A physician attempted to place an emboshield filter during a stenting procedure. The physician had difficulties advancing the emboshield device over the guide wire and could not cross the lesion in the internal carotid artery. The physician was in the process of retrieving the device when the filter deployed just proximal of the lesion. The locking clip and the pulling handle were never initiated. The filter was retrieved with no harm to the patient. The physician continued with the stenting procedure using an accunet device. Patient is said to be doing fine.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot is forthcoming.